Event description:
During a breast augmentation procedure the surgeon felt foreign material in the gauze component of this kit. After the surgeon touched the pt with the gauze, he noticed a thumb tack between the folds. No injury occurred to either the surgeon or to the pt.